Event description:
A us distributor reported that a patient was experiencing adjust belt messages, alarms, and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad messages, and alarms) was isolated to the electrode belt ECG c&d cable¿s lead-1 wire being pinched. The root cause for pinched wire was could not be positively identified. There was no adverse event that resulted from the damaged belt.